Event description:
Thoratec heartmateii was implanted (B)(6) 2012. Gastri-intentional bleeding began almost immediately. When blood thinners were discontinued for 10 days my husband suffered a stroke. After that he continued to suffer bleeding for two more years. He endured many "scopes" which would correct the problem but only temporarily. He required transfusions almost weekly. He developed a driveline infection in (B)(6) of this year which led to sepsis and ultimately his death. I believe his body was weakened by the anemia which inhibited his ability to fight off the infection. I believe the heartmate ii is flawed and should not be recommended as a destination therapy. At the very least, physicians should do a better job of explaining the inherent risks of the device.